Event description:
It was reported that there was a red call doctor icon meaning a red alert for this pacemaker. Health care professional (hcp) noted that this patient was not enrolled in remote monitoring, so no further information was available. Technical services (ts) advised an in-person interrogation. Hcp stated that this will be reviewed with physician. No adverse patient effects were reported. Currently, this pacemaker remains in service.